Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory. Complaint summary: date: (B)(6) 2013, inratio: 0.9, laboratory: 2.7, time between tests: (two hours). Patient's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Pending investigation.